Event description:
The MFR was contacted by the pt's attorney alleging that the pt had an infusion system implanted in 2001. From 2001 through 2003, the pt has complained to the physicians about increasing pain, tingling, withdrawal symptoms, and narcotic withdrawal. A fluoroscopy examination was done 3 months later that revealed a "free-floating" catheter. The catheter was revised 21 days later. The pt continued to have severe pain and symptoms of withdrawal. Surgery to remove and replaced the pump and catheter was done in 2003.